Event description:
Nurse reported noise on atrial lead. Patient will be brought in and lead assessed. Device and lead remain implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.